Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Explant date is estimated.

Event description:
It was reported that the patient was experiencing uncomfortable stimulation. As a result the ipg was explanted a few months after implant.